Event description:
It was reported that the patient felt a rapid onset of exersional fatigue and dyspnea. On (B)(6) 2013 a chest x-ray revealed lead dislodgement. The lead was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.